Event description:
Information received by medtronic indicated that the insulin pump had damaged hardware. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. Customer returned pump for an alleged cosmetic damage(damaged pump) on (B)(6) 2021. Pump received with detached retainer ring and blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator, and corroded battery tube. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. Unable to lock test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked case on battery tube, missing o-ring(reservoir tube), cracked keypad overlay, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage(damaged pump) was confirmed during visual inspection where pillowing keypad overlay, cracked case on battery tube, missing o-ring(reservoir tube), cracked keypad overlay, and cracked case above arrow and battery icon, was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.